Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspections were performed on the returned device. The polymer damage was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to interactions with the patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, additional information was received: it was confirmed that the coating was observed to be coming off but not separated from the wire. It was also confirmed that no coating was left in the anatomy.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid femoral artery that was mildly tortuous, moderately calcified and a chronic total occlusion. After a failed attempt to cross, when the high-torque command guide wire was removed from the anatomy, it was noticed that the polymer coating had come off at the distal end. There was no resistance during advancement of the guide wire to the lesion. Another device was used to complete the procedure. No separated coating was left in the anatomy. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.